Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The treatment was not reported. It was not reported if the patient was hospitalized. Outcome of peritonitis was not reported. The nurse declined to provide further information. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13e08056 and h13e30043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.